Event description:
An affiliate reported that a physician found there was contrast leakage from a hub crack when he attempted to deploy a 3.0 x 18mm cypher select plus into a pt's left anterior descending artery. He removed the device and completed the procedure with another stent delivery system. There was no pt injury. The cypher had appeared to be normal prior to use. The device will be returned for eval.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.